Event description:
It was reported that a small volume intermate had particulate matter in its balloon. The device was filled with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured january 6, 2015 - january 7, 2015. The device was received for evaluation. A visual inspection revealed a white particle approximately 1.36 mm in length floating in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.